Event description:
It was reported that the right ventricular lead had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. Cut tines/lobes were noted. Visual analysis noted the lead had apparent explant damage.